Manufacturer narrative:
Concomitant products: n161 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock, and the right ventricular (rv) lead exhibited noise. Detections were programmed off, and the lead remains in use. No further patient complications have been reported as a result of this event.